Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device, the user reported the blood parameter monitor failed the standard reference sensor software testing. No other details regarding the event were provided. Since the event occurred during routine testing of the device, there was no patient involvement during this event.